Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:(B)(6)), sigphandle, sig power sigphandle handle (serial#:unknown), sigsbchgr, sig power sigsbchgr one -bay charger (serial#:(B)(6)), sigrig, sig power sigrig reuse insertion guide (lot#:c9c7401x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic surgery, after pressing the green button, the device could not be fired and the device made a strange noise. A new reload and adapter were used to resolve the issue. The surgery was converted from laparoscopic to laparotomy. Surgical time was extended by one hour.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to the associated adapter. The reload had a full staple complement. The I-beam was fully retracted and the jaws were open. There was damage to one of the blowout plates. The laminates were found to be herniated. Functional testing found that the reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to a handle running v29.6 software and and clamshell. The handle went into emergency retract mode and displayed the remove reload screen. The reload twitched and made an unusual sound during emergency retraction. Upon completion of emergency retraction, the reload was removed from the adapter without difficulty. It was reported that the instrument did not fire and made a strange noise. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent articulation flag. Functional testing found the articulation flag was found to be bent. The most likely cause could not be established from the information available. Th e manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.